Manufacturer narrative:
Correction - e2 - should have been "yes" rather than "no". Correction - e3 - should have been "nurse" rather than "non-healthcare professional". Correction - e4 - should have been "no information" rather than "no".

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) was in backup operation. Reprogramming was performed and the ICD was restored. Patient condition was stable throughout.